Event description:
A report was received from the clinical study indicating that on the day of the index procedure the pt experienced a non q-wave myocardial infarction in an undetermined location. Peak ck was three times above the upper normal level and peak ck-mb was greater than or equal to five times above the upper normal level. It was undetermined if it was target vessel related. There were no electrocardiogram (ECG) changes and the pt was asymptomatic. There was no evidence for stent thrombosis.

Manufacturer narrative:
The pt was enrolled in the study for 2-vessel disease. The main indication for the procedure was a previous non q-wave myocardial infarction. The target lesion was a native, de novo, bifurcated; non-ostial, smooth, readily accessible, eccentric, type b2 mid and distal left anterior descending. The reference vessel diameter was 3mm and the lesion length was 15mm. Pre-procedure diameter stenosis was 90%. The lesion was pre-dilated with a 3x15mm balloon at 18 atm and two stents were implanted. The first stent was a 3x18mm cypher select plus, which was electively implanted at 14 atm with satisfactory results. The second stent was a 2.75x23mm cypher select plus, which was electively implanted at 14 atm with satisfactory results. Neither of the stents was post-dilated. Post-procedure diameter stenosis was 5 percent. Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of two products being reported for the same event. Please reference manufacturing reports #9616099-2008-00033 and 9616099-2008-00034. Any additional info will be submitted within 30 days of receipt.